Event description:
Customer reported a motor error alarm, a no delivery alarm and a calibration alarm and that the insulin pump inappropriately went into a threshold suspend. The blood glucose reading was 121 mg/dl. He stated that the sensor readings were off by 60 points at times. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Customer declined troubleshooting for the no delivery alarm. Customer was advised on proper calibration protocol. He also reported that he had been experiencing frequent low blood glucose. Customer treated with food. He stated that he had been experiencing the lows since he started using the insulin pump. He reported a low blood glucose of 40 mg/dl. He stated that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.